Event description:
It was reported that a light fell from its suspension tube while a pt was being prepped for a surgical procedure. No injuries were reported. Evaluation of the device showed that the six screws that secure the upper main arm shaft to the suspension tube had been sheared off allowing the light fixture to fall. Further evaluation of the device involved in the incident, as well as two other devices of the same model at the hosp, indicated that a strong upward vertical force has been applied to the bottom of the main arm and cap bumper. Discussions with the hosp staff confirmed that a case was handled in the affected room on 4/3/99 using an orthopedic table that is capable of rising above the height of the main arm if not monitored. Based upon the physical evidence, as well as conversations with key hosp staff, it is believed that an orthopedic table was raised under the device involved, hitting the cap bumper and providing enough vertical force to shear the screws. This situation would not necessitate that the light would fall immediately due to the off ctr load factors of the light and the light arms. For the light to fall after such an event, the light arms would have to be in a position that would allow a balanced load and removed all side loads from the interior surfaces of the shaft inside of the suspension tube. The hosp is reviewing a proposal for repair or replacement of the damaged light and has accepted replacement of the mounting screws on the other two lights.